Event description:
The distributor reported the AED speaker does not make sound. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor reported the AED speaker does not make sound either when the battery pack is installed, or when the AED is switched on. The maintenance schedule is not reported. Review of the log history file revealed the following: the device entered november 2016. Gaps in self-testing began to deplete 9v battery. In march 2020 the device gave service code for 'replace 9v battery warning' during the daily unit test. By april 2020, regular self-testing by the AED stopped. At the end of june 2024, a new battery was installed, regular self-testing resumed, and the device gave service code warning for 'AED speaker test error'. At the beginning of july 2024, the new battery was removed, reinstalled, and the log history file was downloaded. Advised the distributor that the AED should be removed from service due to the AED speaker test error service code warning. No additional information is available at this time to further investigate the event. The IFU states: the speaker projects the voice prompts when the AED is on. The speaker also emits a "beep" when the unit is in standby mode and has detected a condition that requires operator attention. In the event the voice prompts cannot be heard for any reason (e.g. Noisy environment), follow the leds on the front of the AED to complete the rescue. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Should additional information become available a follow-up MDR shall be submitted.